Event description:
The customer reported that on (B)(6) 2012, at 7:10 am her blood glucose measured 408 mg/dl. She administered a 10 unit bolus of insulin, but at 8:23 am her bg remained elevated (403 mg/dl) she took another 10 units. At 8:53 am, with bg of 412 mg/dl, she deactivated the device. When it was removed she observed that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it, or some other product condition, could have restricted insulin delivery and contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs if blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."